Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a neuro diagnostic procedure. Reportedly, when the physician was inserting the flex guide into the exchange sheath he noticed that the device cutter was tilted up. The device was removed and a second starclose se was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported cutter tilted up was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.